Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributted to the main board. The main board was recommended to be replaced to resolve the report. The customer declined the repair and the device was not recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.